Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31301680l and no internal actions related to the complaint was found during the review.   As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred one hour after inserting the smarttouch sf catheter in the patient's body. Drainage was performed. Patient fully recovered however required extended hospitalization. Atrial septal puncture was performed. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. The physician's opinion on the relationship between the event and the product is that there was no causal relationship. Physician considered the health problem non-serious. Contact force was high at right pulmonary vein roof. The physician's opinion on the cause of the adverse event was the procedure. No error messages observed on biosense webster equipment during the procedure.